Event description:
It was reported that the customer's insulin pump is making a high pitched screeching noise, and they would take the battery out and the noise would stop. Customer also reported a battery out limit alarm. Customer's blood glucose level at the time 208mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed a13 error and constant tone. The problem isolated to mother board. Unable to verify battery out limit alarm due to constant tone anomaly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).